Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative was unable to duplicate the reported event. As an unrelated event, the customer indicated that 8 months prior to this service, this unit had significant water damage from a broken water pipe in ceiling. Thus as a precautionary step, the display assembly (part number 0160-00-0113) and the pcb inverted (part number 0671-00-0230) from dc to ac were replaced. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, he observed that the display was flicking. No pt was involved.